Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to patient¿s concerns with the product, ruptured implant.

Event description:
Patient called to report right side exchange due to patient¿s concerns with the product. Healthcare professional later reported "ruptured implant on the right side". Device has been explanted.

Event description:
Patient called to report right side exchange due to patient¿s concerns with the product. Healthcare professional later reported "ruptured implant on the right side". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: one opening observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Calcification observed on the surface of the shell. Yellow biological tissue observed on the surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient called to report right side exchange due to patient¿s concerns with the product. Healthcare professional later reported "ruptured implant on the right side". Device has been explanted.